Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a lack of sensing during testing, the main board assembly was out of specification. It was also noted that the battery contacts and flex assembly were damaged. As a result the main board, contacts and flex were replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) shutdown automatically. The epg was returned to the manufacturer for servicing. There was no patient involvement.